Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance and oversensing. The lead was capped and replaced. It was reported that the right ventricular (rv) lead exhibited high impedance, noise, loss of ventricular capture, a polarity switch and was suspected to be fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.